Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with in-house contour next test strips, which gave a satisfactory performance. All readings obtained during in-house testing were properly marked in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.